Event description:
Pt admitted for bilateral knee replacement surgery due to severe osteoarthritis. Pt was also diagnosed with hypertension, diabetes and hyperlipidimia. After the surgery, the pt complained of pain and swelling. Surgeon noted that pt was working 55hrs/wk as a forklift operator, contrary to their instruction, and not wearing their brace. In 2003, surgeon reported the medial portion of the tibial baseplate had fractured. Additionally, he noted that the polyethylene had deformation but had not broken itself. He revised the tibial baseplate and replaced with a reported large 2 universal tibial baseplate and also replaced the insert. He reported that the patella was tracking well (as it had not been tracking before).